Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first im nail was replaced with an 11mm x 400mm, standard nail using two proximal screws and one distal screw. (B)(4) continues to monitor these events as part of our post market activities.

Event description:
It was reported on 09/30/2015, that a sign im nail implanted to repair a fracture of the right femur; was exchanged due to a non-union.